Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow up patient presented for an unrelated reason. Upon interrogation, low battery level was noted. Premature battery depletion was suspected. The pacemaker was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The implant duration exceeded the total projected longevity based on field settings and is considered normal battery depletion. The device was tested on bench and backup vvi operation was observed. The cause of the backup occurred due to code corruption consistent with a clock synchronization error in the integrated circuit.